Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that, during the pulse generator replacement due to normal battery depletion (nbd), there were concerns regarding shock impedances on this right ventricular (rv) lead. It was decided then to replace this rv lead. Subsequently, this rv lead was capped. A new lead was implanted successfully. No additional adverse patient effects were reported.